Event description:
The customer stated that the system stopped performing x-ray during a case . (Loss of live x-ray). The fse reported that the system displayed an "x-ray disabled error". There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. The system operates as intended.